Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After brockenbrough (bb), when the 2nd was placed at ablation catheter, the doctor ¿stabbed¿ the posterior wall of the left atrium with an ablation catheter. After confirmation by echo, the ablation catheter was moved and drainage was performed. Although drainage was performed, pericardial effusion could not be pulled back so much, and the procedure was completed. No surgical treatment was performed. After drainage, the patient woke up in the catheter room and returned home. Additional information was received on the event. This adverse event was discovered during use, or post use of biosense webster products. Drainage was performed. Patient outcome of the adverse event was improved. It is unknown if prior to noting the cardiac tamponade, if ablation was performed. There was no evidence of steam pop. The event occurred during the transseptal phase. No error messages were observed on the biosense webster equipment during the procedure.